Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified vessel. A 6.0mm x 20mm x 135cm sterling balloon catheter was advanced for dilatation. However, during first inflation before nominal pressure, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.